Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens. The surgeon noticed the lens had torn after insertion into the pt's right eye. Lens was removed with no pt injury. Another same model lens was implanted. No lot number provided.

Manufacturer narrative:
(B)(4). Evaluation codes: method: (other): lens work order search. Results: (other): visual inspection of the returned product found one plate haptic is torn and piece is torn off and missing. Lens returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).